Event description:
Saline recirculating in lines prior to initiation of treatment with 350cc/mins. Noticed saline dripping from base of venous drip chamber. Line inspected - found a 1/4" crack along the base of the chamber - line removed. No adverse complications occurred to pt.